Manufacturer narrative:
The returned device was evaluated and during the investigation, the exposed portion of the soft cannula was found to be damaged. Fluid was found to leak from a tear in the damaged portion of the external soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (leg). As treatment, the patient changed out the pod.